Event description:
It was reported that the device fractured during insertion. It was possible to remove the fragments completely. A new device was implanted with no further complications. Patient outcome: no adverse effect reported as a result of this event.